Manufacturer narrative:
Updated health impact grid.

Event description:
It has been reported that the device did not deliver a shock as expected during a patient use event. There is no known harm or impact to the patient.